Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected from the injector/connector site during use. The following information was provided by the initial reporter: "patient came to atc floor and reported that the tubing had become disconnected from injector/connector site.  Brought patient back to atc floor.   Assessed port line.  Port flushing with ease and blood return noted accordingly.  Patient not in distress and not complaining of any pain at site.  Assessed pump and infusion set. Tubing came separated at site where connector is placed. Confirmed with nurse that connections were checked and tightened on wednesday when pump was initially connected.  Blue safety clamp in place.  Replaced all items, injector, connector and blue safety clamp.  Infusion pump running accordingly.   Patient will return at disconnect time later today."

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of tubing disconnection at the injector/connector site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.